Event description:
It was reported that with an interventional procedure the mini trek balloon dilatation catheter would not inflate. There was no adverse patient effect or no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4): catalog # - correction, manufacturing site - correction. Evaluation summary: the device was returned for evaluation. The reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.